Manufacturer narrative:
The customer¿s report that the tubing set broke off from the syringe and leaked was confirmed by visual inspection of the as-received sample. The set was visually inspected for cracks, misassembles or damages to the components. Visual inspection found that the set was broken at the spike adaptor. The "disconnection¿ was caused by breakage between the upper fitment and the spike adapter. The uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Functional testing could not be performed due to the set¿s breakage and obvious leaking that would occur. The root cause of the breakage was identified as an external lateral force being applied to the component. The root cause of the external lateral force could not be definitively determined.

Event description:
It was reported that the rn was transferring the neonate patient into a new isolette when the rn accidentally brushed up against the infusion pump when the tubing set broke off from the syringe during an intralipid infusion. The rn immediately clamped the tubing set and called the pharmacy department to order a new lipid syringe. Once the new lipid syringe arrived, a new tubing set was primed and reconnected to the neonate in a sterile fashion. The customer later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; bd 30ml syringe. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn was transferring the neonate patient into a new isolette when the nurse accidentally brushed up against the infusion pump when the tubing set broke off from the syringe during an intralipid infusion. The rn immediately clamped the tubing set and called the pharmacy department to order a new lipid syringe. Once the new lipid syringe arrived, a new tubing set was primed and reconnected to the neonate in a sterile fashion. The customer later reported that there were no adverse effects caused to the patient from the event.